Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was 437 mg/dl and treated with manual injection. Customer states when they was going to change set, they noticed air bubbles in the reservoir. Customer decline troubleshooting for high blood glucose and they said they would talk to their health care professional. The devices will not be returned for analysis.